Event description:
It was reported that the insulin pump alarmed as the sensor was reading 61 mg/dl when the blood glucose readings were really 204 mg/dl. Customer stated that the insulin pump suspended and they woke up with blood glucose reading of 260 mg/dl. It was noted that the customer was receiving a no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.